Event description:
The manufacturer was contacted in reference to a simplygo mini device. There was an allegation of charging connector had deteriorated, and the cable had broken near the connection point. The cable was replaced with a new one. When it was connected to an outlet in the office as a test, a sparking sound was observed. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. The manufacturer investigation is ongoing. A follow report will be submitted when manufacturer investigation is complete.